Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2009, product type: pump. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving clonidine (5.178 mcg/day) and morphine (1.553 mg/day) via an implanted pump; the concentrations of the medications was unknown by the reporter. The indication for pump use was non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2016, the patient stated that his pain pump was not working and he needed help finding a local doctor to replace it. He stated that his doctor too knew very little about the device and kept telling him that the problem was with the battery and not the pump itself. On (B)(6) 2016, the patient had started to hurt from the waist down. The pain was tremendous and he had not been able to sleep. He was given oral ¿mscontin¿ to last until (B)(6) 2016. He had terrible withdrawal. An evaluation was scheduled on (B)(6) 2016 to check the pump. A pump replacement was not scheduled. The situation was being addressed by his hcp (healthcare professional). On (B)(6) 2016 the patient reported that he had only found one hcp on the website and he didn¿t do pump replacements. He had been referred to another hcp, but that hcp couldn¿t see him until (B)(6) 2016. The pa tient stated that he was ¿left hanging until then and in withdrawal¿. The patient asked for hcp listings. Additional information was received on 29-jan-2016 from an hcp and it was reported that the battery had to be replaced and that the patient was already scheduled for surgery on (B)(6) 2016. The serial number of the 8840 programmer and the reason the pump was not replaced before the pump reached end of battery life were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2016 and it was reported that the patient's eos (end of service) was not missed. The patient had told them at his december appointment that the pump was being replaced on (B)(6) 2016. The patient came in the week before that and stated that he couldn't remember who he scheduled the surgery with, so they called around to all of the surgeons that they worked with and no one had him on their schedule. So they then scheduled him for surgery on (B)(6) 2016 and he was a no-show. He came in a week later and demanded that the physician replace his pump, so it was put on the schedule for last week and then he called the day before and stated that he wanted to do it next month. The surgery was now being scheduled for march. The hcp had no additional information regarding the event.